Event description:
It was reported that the bd safetyglide label content was missing. The following information was provided by the initial reporter translated from spanish to english: needles were packaged without variable data. No batch or expiry date is printed in the package. During manufacturing / in process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide. Device failure: labeling concerns.

Event description:
No additional information.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample and one photo were provided to our quality team for investigation. The sample received is three sealed packages with all product information missing including variable data. The image shows a web strip of packages with all packages blank as described above. The conditions observed are non-conforming per product specification. Actions have been taken to help prevent this failure mode from reoccurring. These include updated work instruction and process control form to include a verification challenge once per shift to ensure the camera is functioning properly and validation of improved top web braking system to prevent top web drift. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.